Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733686, version #: 2.1.0. A medtronic representative went to the site to test the equipment. It was confirmed the spine application would not open. The software was uninstalled and reintalled. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. The system spine software booted up, but stopped after some time. A message was received indicating the "installation failed - please contact customer support". Next steps would be to uninstall and reinstall the spine application and spine tool application.

Manufacturer narrative:
The software analysis confirmed that uninstalling/reinstalling the software resolved the issue. They were unable to determine probable cause without further information since the behavior cannot be replicated. This case may be reopened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that once the manufacturer representative confirmed that once they uninstalled/reinstalled the software the issue was resolved.